Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that infusion set and reservoir would be replaced. No further information provided.